Event description:
It was reported that during surgery, the jrny ii cr lkg fem imp bumper rt broke upon impaction. The procedure had been completed with the same device. Surgery was not delayed. No other complication was indicated.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. The device was manufactured in 2016. According to clinical/medical investigation, this case reports that the impactor has a damaged spring, is covered in cement, and the bumper broke upon impaction. Per complaint details, the break occurred outside of the patient, there was no patient injury or surgical delay, and the procedure was completed with the same device. Since no harm is alleged, no further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.